Event description:
Pt reported allergic reaction to food, experiencing generalized itchy rash, numbness of tongue, flushing, shortness of breath - to ER. Pt reported another reaction to food. Pt stated that before these two events, he/she experienced itchy, watery eyes, nasal congestion, itching around ears, shortness of breath, sensitive to scents; could not tolerate head mask, felt faint, fast heartrate and shortness of breath. Right hand eczema at elastic area of undergarments. When eating, experiences choking and difficult breathing. Bananas made throat tight/dry. Twice felt dizzy, fast heartrate and shortness of breath.